Manufacturer narrative:
The product was returned for investigation. There was a pinhole found in the proximal part of the balloon and two in the distal part. It is considered that the reported event was caused by local contact with a lesion, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.

Event description:
It was reported that balloon rupture occurred. The balloon used for the calcified lesion ruptured during the second inflation at 12 atm. Then it was replaced with a new identical product and the operation was continued. No complications were reported.